Manufacturer narrative:
On october 24, 2023, mentor received additional information. It was clarified that the patient's right prosthesis was the ruptured device. As such, serial and lot number were updated. Device expiration was added as 2/19/2021 device manufacture date was added as 2/24/2016. Date of event was added as september 01, 2023. Patient age was added as 31. Patient ethnicity and race were added as hispanic/latino and white. On november 02, 2023, mentor became aware that an error was submitted in the initial report. Patient identifier was updated to (B)(6). Manufacturer¿s reference number: (B)(4) in the initial report, a1. Patient identifier should have been populated as (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both provided lot numbers, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with a 325cc mentor memorygel breast implant. Post-operatively, the patient experienced a rupture on an undisclosed side, which was confirmed via magnetic resonance imaging. As a result, the patient underwent removal and replacement with an unspecified natrelle breast implant on (B)(6) 2023. The lot and serial numbers were provided for both implanted devices, but the impacted side was not disclosed to mentor. The left side was identified as serial number (B)(6) and the right side was identified as serial number (B)(6) both devices have the same catalog number. As such, the serial number and lot number for each device has been populated in the serial and lot number fields. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On november 09, 2023, mentor received additional information. It was discovered that manufacturing report number 1645337-2023-11830, is a duplicate report of manufacturing report number 1645337-2023-11381. As such, further reporting in this file will cease. If additional information is received, a supplemental report will be submitted in the corresponding file (1645337-2023-11381). Manufacturer¿s reference number: (B)(4).